Event description:
Rn attempted to draw okt3 (anti-rejection drug) through approximately 6 millex filters without success. The nurse was unable to draw up saline through the filter either. The nurse was able to push saline through the filter. Okt3 should have drawn up to 5 ml, but by the time it was attempted to be drawn up so many times, the amount was 3.5 ml and had to be wasted. Pharmacy drew up a new dose. Okt3 costs about $5000 per dose. Two sample filters were saved.rn's have stopped using the filter. Pharmacy is preparing the dose with the filter and have not experienced any malfunctions.

Event description:
Millex fg syringe filters (cat. No. Slfg025ls) are hydrophobic and are labelled as "intended for ultra-cleaning or sterilizing small volumes of non-aqueous solvents or gases." The anti-rejection drug otk3 was reported by the hospital as being an aqueous based solution, hence, the wrong syringe filter was being used. It was later determined that the hospital pharmacy was using a hydrophilic millex syringe filter to draw up otk3, which is correct, and this is why they had no difficulty. Complaint description: a medwatch adverse event report (report# 1600820000-2005-8014) was filed with the FDA by iowa methodist medical center in aug 2005. The event description as stated on the adverse event report: "rn attempted to draw otk3 (anti-rejection drug) through approx 6 millex filters without success. She was unable to draw up saline either. She was able to push saline through the filter. Okt3 should have drawn up to 5 ml, but by the time it was attempted to be drawn up so many times, the amount was 3.5 ml and had to be wasted. Pharmacy drew up a new dose. Okt3 costs about $5000 per dose. Two sample filters were saved. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do." Millipore was notified of the event in september 2005. Millipore also received two sample millex filters (lot# ren26326) from iowa health for analysis. After review of the adverse event report and sample millex filters (lot# r4en26326), it was noted that millex-fg (cat# slfg025ls) is a sterile hydrophobic filter. Millex hydrophobic filters will not pass aqueous (water) based solutions, but will repel them. Product 'instructions for use' states that millex-fg is intended for ultra-cleaning or sterilizing small volumes of non-aqueous solvents or gases. The otk3 (anti-rejection drug) was then reviewed by millipore and iowa health. Otk3 was found to be an aqueous (water) based solution. Since, millex-fg is hydrophobic and otk3 is an aqueous solution, otk3 will not pass through the millex-fg filter (and therefore verifies the adverse event description). Root cause. Millipore also manufactures and markets millex-gs. Millex-gs (cat# slgs025-s) is a 25mm .2um filter assembly intended for sterilizing small volumes of aqueous solutions, alcohols, and proteinaceous solutions. It was determined, through discussions with iowa health; the rn used the incorrect millex filter during the adverse event. Otk3 required the use of a millex-gs, since otk3 is an aqueous based solution. Unfortunately, a hydrophobic millex-fg was utilized instead, thus resulting in the adverse event. Millipore is not planning a corrective action at this time.